Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the ampule was broken when opened.

Manufacturer narrative:
(B)(4). The initial MDR was sent in error. Upon initial triage of the sample it was noted that a medication vial was not broken.

Event description:
The customer alleges that the ampule was broken when opened.